Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had many accompanying diseases such as "thopracal" and gastrointestinal bleeding where a two revisions were necessary. In addition, the patient had an ileus and pneumonia. During the revision operations and the pneumonia, it was necessary to intubate the patient again. Colitis was suspected and therefore the patient was treated with a colectomy. During this time, the patient developed several infections and was treated with antibiotics. The patient subsequently died in the hospital due to multi-organ dysfunction (mof) with low cardiac output syndrome (lcos) on (B)(6) 2016 at 16:25. There was no problem of the hvad during this time. The low cardiac output was a result of the mof. The pump worked efficiently at all times.